Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 a relative reported that the patient's stoma site was red and oozing. On the same day after visiting a health center, the patient was diagnosed with a stoma site infection and prescribed unspecified antibiotics for 10 days. On (B)(6) 2024, a culture was done, which was positive for "anaerococcus diogenais, atopobium rimae. Provecelis b melanigenilica, probotelila geguli" and the patient was prescribed 250mg of metronidazole for 5 days.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.